Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide after an unspecified procedure. Reportedly, the device failed. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The device analysis found that it failed to achieve luminal blood marking due to excessive blood clots and other biological matter that were found occluding the internal marker lumen. The reported unspecified device failure may have been unsuccessful marking. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.